Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep/vibrate anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, unexpected restart error, watchdog timeout, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. Customer also received customer received an a13 alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.